Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has performed as the site has not confirmed the service. No confirmation on whether the issue has been resolved or not has been provided by the site.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system and the viewing station of the imaging system would not communicate. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned for evaluation. Visual inspection found that a ground lug was broken/cut on the cable. All other testing on the cable passed.